Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR number: 1627487-2019-02548. It was reported that the patient underwent surgical intervention on (B)(6) 2019. The lead was found to have partially backed out and had some suture around the lead. The lead was connected to a replacement ipg and diagnostics indicated no impedance issues. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Reference MFR number: 1627487-2019-02548.